Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited disappearance of image during angle operation. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h4 and h6 (medical device problem code has been corrected to 1183 - no display/image) a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that leakage may have occurred from bending section cover and the universal cord. Then, moisture led to breakage of the electronic parts such as the image sensor unit, resulting in the reported event. However, a root cause could not be identified. The event can be detected by following the instructions for use: instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.